Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during a toe amp procedure on (B)(6) 2025 when it was reported, ¿customer described ¿flames¿ coming from the electrode of the pencil.¿. Further assessment found that actual flames were observed. It is unknown if the device was in contact with the patient at the time of the incident or if eschar was on the device. The flame came from the electrode of the device. There was no patient injury, medical intervention, or hospitalization and the patient is in "good" status. The device was not saved for return, and the competitors cautery device was found to be the issue, not the conmed device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during a toe amp procedure on (B)(6) 2025 when it was reported, ¿customer described ¿flames¿ coming from the electrode of the pencil.¿. Further assessment found that actual flames were observed. It is unknown if the device was in contact with the patient at the time of the incident or if eschar was on the device. The flame came from the electrode of the device. There was no patient injury, medical intervention, or hospitalization and the patient is in "good" status. The device was not saved for return, and the competitors cautery device was found to be the issue, not the conmed device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that sterile unless packaging is damaged or any seal is broken. Do not use electrosurgery in the presence of flammable anesthetics or other flammable gases, fluids, or objects, or in the presence of oxidizing agents, as fire may result. When not in use, the active electrode should be placed in a clean, dry, non-conductive safety holster. Inadvertent contact with the patient may result in burns. Contact with drapes or linens may cause a fire. We will continue to monitor per regulatory requirements to help ensure patient safety.